Event description:
Hcp stated on follow up of a pump pocket erosion, the pump and catheter were replaced. The pt was given the ame dose of 1633 mcg/day lioresal which lead to overdose. The dose was stopped and restarted at 300 mcg/ay. Tone is better. The pt recovered without sequela. Suspected catheter crack not seen.